Event description:
The nurse was called to the room of a left ventricular assist device (lavd) pt by EKG monitor alarms. It was reported that the pt was found on the floor at bedside in a pool of blood; both cannula remained attached to pump and were completely out of the pts body, the exit sites were clean with no rip or tear noted. Pt had expired. It was reported that the pt had been mildly confused but stable. The system driver was reported to be appropriately alarming and located on opposite side of bed than pt was found.